Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule failure to attach. Customer discarded delivery system and capsule so she will not be returning anything. There was no harm to the patient. A repeat bravo procedure was performed. There was nothing unusual about the patient or the procedure.